Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported not holding pressure. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported not holding pressure. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.